Manufacturer narrative:
Analysis of the ins found no anomaly.

Event description:
It was reported the device was explanted on (B)(6) 2014 and would be returned to the manufacturer. It was noted it was replaced with a medtronic product. It was logged the neurostimulator(ipg) switched on and off at its own convenience without a known trigger and so the device was replaced. It was reported it was unknown if any diagnostic testing or troubleshooting was performed, the issue was not resolved, and the cause of the issue was not determined. It was noted the patient was alive with no injury at the time of report and there were no patient symptoms or complications associated with the event. Additional information received reported there was discomfort due to sudden power on/off. It was noted the timeline was as follows. After 9 days, there was problematic contact with mystim. Change of batteries did not help. New mystim  solved the matter. After 14 days shut off ipg and sos-code on mystim. Patient was able to switch on ipg again. "After 1 month lack of stimulations subcutaneous leads was reported several times." Impedance measurements showed no irregularities, after 2 months adaptive stim was activated. Ipg switches off again. Patient was able to switch on again. Also intensity of stimulation increased without a trigger. "After 3 months again several calls form patient about spontaneously lacking ipg." After 4,5 months again spontaneous switching off of ipg it was reported the tests completed to understand the cause of the event were "x lumbal/thoracic" with no irregularities. It was noted no device troubleshooting or reprogramming was done because "since if ipg worked, paresthesia was ok." It was noted the ipg was explanted and new ipg was implanted with good result one week post op.

Manufacturer narrative:
Product event summary #geo event description: information received by medtronic indicated that this implantable neuro stimulator (ins) switches on and off without any known trigger. Preliminary geo assessment: -just recently implanted (ubd (B)(6) 2013) -mdt data evaluation shows that there was no therapy loss preliminary geo. Conclusion: no product issue. (B)(4).